Manufacturer narrative:
(B) (4). The graftmaster indicated is being reported under MFR # 2024168-2010-00526. Eval summary: in this case, there was no reported product deficiency. The reported pt effect of perforation, as listed in the product risk assessment and instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: perforation. Onset of adverse event: during the procedure. It was reported that due to the patient's extensive disease, he was not considered to be a good candidate for coronary by-pass graft (CABG); therefore, the decision was made to perform balloon angioplasty and stenting. After placement of a 3.0x28 mm promus stent in the distal left anterior descending (lad) and 2 add'l promus stents in the mid and proximal lad, a microperforation was noted in the distal lad. The graftmaster stent was chosen for treatment; however, it would not cross the left lad. During removal, the stent dislodged from the balloon into the proximal lad, and was caught with a snare device, and during the attempt to remove the stent from the pt, it caught on the edge of the sheath and dislodged in the anatomy, leaving the stent in the right profunda, where it remains. Repeat pictures showed that the microperforation had sealed itself, requiring no further intervention. The pt is reported to be well. Though requested, no add'l info was available.